Event description:
On (B)(6) 2013, it was reported that none of the buttons on the patient's infusion device were functioning. It was also reported that there was liquid under the display of the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
A handling fault by the user might lead to liquid in the pump. The pump housing complies with specification. Liquid was found between the display windows and the key foil also on the key conductor paths. The liquid could cause a malfunction of the keys.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.